Manufacturer narrative:
(B) (4). Evaluation, results: evaluation of the product found that the alarm powers on and sounds for about a second and then the sound fades out. The battery springs are misaligned. (B) (4).

Event description:
The customer reported that the alarm has no power and may be missing battery door and battery connectors. The alarm was tested with new batteries. There was no patient injury reported. Inspection found that the alarm powers on and sounds for about a second and then it fades out. The battery connectors are not seated properly.